Manufacturer narrative:
A lumenis service engineer visited the site seven (7) days after the reported event and examined the laser system. The engineer was unable to duplicate the problem and found no issues with the system. As a precaution and based on the customer description the engineer replaced the ac control board. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was installed at the customer's site on (B)(6) 2004. A review of system risk files ((B)(4)) revealed risk #10.2.5; " system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be slight, and the risk likelihood has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis could not duplicate nor confirm any performance issues and therefore cannot determine a cause for the reported event, therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lesion removal esophagoscopy procedure in which a lumenis ultrapulse encore co2 laser was being utilized, the laser shut down. After a twenty(20) minutes delay the procedure was completed with an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.